Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the hf-resection electrode loop's metal ring came off; one side of the metal ring came apart. The issue occurred during a transurethral resection of the prostate procedure. There were no reports of patient involvement.